Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. Patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 1-1/2 years (17.0 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. No explant surgeon, implant surgeon or follow up doctor contact information was provided to the registry. It was reported that the same model, same size device was implanted as a replacement and the device is not available for return as it was discarded by the hospital. No further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.